Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for repair. Sorc inspected the device, but couldn¿t duplicate the reported phenomenon. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor, defect of the circuit board inside the video connector or of the video system center connected to the device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the error b30 which indicated that there was the communication problem between the device and the video processor was displayed. There was no report of patient injury associated with this event.